Event description:
It was reported that the customer received a button error alarm from her insulin pump after she changed the battery and received a battery out of limit alarm. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. No battery alarms could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked case at the display window corners, a broken reservoir tube lip, a missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).